Manufacturer narrative:
A ge service representative performed an onsite investigation. The system software was reloaded, and the camera iris was recalibrated. The system was then found to be operating as intended.

Event description:
The customer reported that the system was locking up when taking pictures. There is no report of pt injury associated with this event.